Event description:
The pt reported that she deactivated her pod because of a pdm error memory corruption hazard alarm. She therefore got no insulin and went to the emergency room.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported pdm hazard alarm, a safety feature not considered a malfunction, or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.